Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that following a weight loss the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the physician relocated the ipg up on the right side from the upper right buttock to the right flank.

Manufacturer narrative:
Date of event is estimated.